Event description:
Event description guidant received information that this implantable coronary sinus lead is sensing the left atrial contraction, preventing the desired paced beat. Technical services discussed the timing and suggested verifying lead position with an xray.